Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2021 in which the ipg was buried deeper in the same pocket to address the issue. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.